Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because the hospital discarded it as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 3007963827-2018-00112, and 0001822565-2018-03614. Concomitant medical products: articular surface with insert and locking screw catalog#: 00596203017 lot#: 62663250, tibial component stemmed precoat catalog#: 00598003701 lot#: 63669663, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 63695626, stem extension straight 15mm dia x 30mm length(combined length 75mm) catalog#: 00598801215 lot#: 63634005. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to medial collateral ligament rupture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to medial collateral ligament rupture and the knee is unstable approximately eight (8) months post primary implantation.